Event description:
Customer complaint - limited data availble I have had your glucose monitoring system for a couple of years and I just noticed that it should be checked with a control solution now and then. I ordered the control solutions and checked my monitor only to find that the control readings were not within the required limits. For example, the limits listed on the test strip canister were: level 2 68 - 92; level 3 216 - 293. The actual readings I got were between 50 and 54 for level 2 and between 296 and 328 for level 3, the test strips I was using were several weeks past expiration so I bought a new batch and tried again. This time the readings were still out of range. The listed limits were 63 - 85 and 209 - 283 and the actual readings were between 58 and 60 and between 385 and 392. So I presume there is something wrong with the monitor.